Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a labral repair surgery when removing the implant from the packaging, the tip of the anchor did not hold and the anchor could not be inserted. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 09-jun-2025 according to the information from the hospital, the surgeon tried to insert the anchor, but it was not possible.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1923bc-1, suture anchor, biocomposite pushlock® 2.9 x 15.5 mm, batch number 15276388, was received for investigation. Visual inspection noted that only the driver was returned for evaluation. The implant and eyelet were detached. Functional testing could not be performed due to the damage to the device. The most likely cause is misaligned insertion or prying/leveraging the device during use. Complaint allegation is confirmed. The allegation of an out-of-box failure cannot be substantiated, as the device was used prior to return and was not received in a complete condition for thorough investigation.